Manufacturer narrative:
The investigation was based on the log file analysis of the affected device and an examination of the returned hardware component pba m48.3. The examination of the returned hardware included functional testing according to manufacturer specification as well as an endurance test run with an independent laboratory device for 4 weeks in total. Based on the log file analysis the reported reboots of the device could be confirmed: the log file shows two consecutive reboots of the ventilation unit on the (B)(6) 2021 at 02:15 a.m. And 02:16 a.m. System time. The returned pba m48.3 was installed in a laboratory device and during the 4-week endurance test the restart could be duplicated once. However, the root cause for the deviation of the pba could not be identified. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the display unit (ecd) in order to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted, and the safety valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated an auxiliary auditory alarm. Single restart sequence of the ventilation unit takes up to 8 seconds until the device evita v600 automatically resumes the ventilation with the latest settings. The restart sequence of the ecd may take up to a maximum of 1 minute. In the meantime, the user can observe the already resumed ventilation and safety-relevant parameters such as fio2 concentration, minute volume and airway pressure in the oled-display of the ventilation unit. Finally, the alarm message "ventilation unit restarted" will be prompted on the screen with accompanying auditory alarm and the auxiliary auditory alarm ceases automatically. In the current event the device reacted as specified to a detected internal deviation and generated corresponding alarm in order to inform the user of the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted several times while using it on a patient. After the restart "ventilation unit restarted" was displayed and ventilation was resumed. There was no change in the patient¿s vitals. The device was replaced afterwards.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted several times while using it on a patient. After the restart "ventilation unit restarted" was displayed and ventilation was resumed. There was no change in the patient¿s vitals. The device was replaced afterwards.